Event description:
Additional information received reported the neurostimulator involved in the event was reported in manufacturer report # 9614453-2011-08946. All further information regarding the event will be reported under that manufacturer report number. Additional information received also noted that this neurostimulator (model synergy serial # (B)(4)) had been explanted due to battery depletion. It had been implanted for approximately 4 years and 10 months and it was not believed that there were any faults with the neurostimulator.

Event description:
It was reported that the implantable pulse generator battery had failed and required immediate replacement. No replacement had been scheduled. No patient information was provided. See MFR. Rep. # 9614453-2011-08946.

Manufacturer narrative:
Neurostimulator model 37702, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown, extension model 747151, serial# (B)(4), implanted: 2005-(B)(6), explanted: na, lead model 3898-33 lot# lc2660, implanted: 2005-(B)(6), explanted: na.